Event description:
The pt had a mr procedure performed on him. The pt was positioned feet first in the magnet. There was no action to separate his lesg. During the procedure the pt indicated he got warm but did not complain about his legs. About one hour after the procedure was completed there was one blister (about 1.5 cm) on each lower leg at the calf level. No burn treatment was administered to the pt for the two blisters.